Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
A consumer reported via a manufacturer's representative that they were having trouble with incision healing over the implantable neurostimulator since they had a replacement. As a result, the consumer had a pocket revision in which a new pocket was made for the implantable neurostimulator and the leads were re-tunneled; leaving no product in the old implantable neurostimulator pocket site. The consumer had a dressing over the site at the time of the report. There was no redness immediately around the dressing but there was minimal drainage noted on the dressing. The consumer was on antibiotics for precautionary reasons but they showed no signs of infection. No cultures were taken. Follow up reported that there was no drainage and that the healthcare provider believed that the body was rejecting the implantable neurostimulator as a foreign body. The consumer's medical history included mobility problems. The indication for use is spinal pain. Should additional information be received, a follow up report will be sent out.